Event description:
It was reported that the blade tip was damaged after only a few minutes of use. The customer alleged there was no issue when they checked the turning of blade before use. A backup product was used to complete the surgery. The patient information was unobtainable.

Manufacturer narrative:
Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes. (B)(4). Device returned and evaluation completed. Product analysis from quality engineering: the sample was examined and it was noted that the spiral wrap was unwound from the top of the outer blade. The top of the inner blade was visible still inside the outerblade, but it too was extended from its proper position within the outer tube. The hub did not show any damage or indicate any improper loading of the blade to the handpiece. While the exact cause of the spiral wrap failure is not known, it is suspected that this type of failure may be due to axial pulling on the blade during use on hard bone. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity, sometimes even breaking off at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. Based on the reported information, the most likely cause of this event is misuse. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.